Event description:
It was reported via medwatch, the pt underwent open-heart surgery and a 3l cath was placed and was in use with no adverse event for approximately 48 hrs. It was removed when the pt left ICU and the pt was discharged with no complications. One month later, the pt returned complaining of shortness of breath. A pa and lateral cxr was performed revealing a retrained piece of catheter in the right atrium/right ventricle. The retained piece was removed by a snare in interventional radiolog. There were no associated pt complications reported. Of note, the bedside nurse stated upon removal of the catheter, it looked odd. It appeared as if the introducer and catheter was one piece. In addition, hosp risk mgmt stated the catheter looked to have been cut by a sharp instrument. F/u report will be filed when evaluation is completed.